Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot number is currently unknown, therefore the UDI number cannot be completed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the purge flow was increasing over a twelve hour shift. There was a leak noted at the purge cassette. It was changed for a new purge cassette. Replacing the purge cassette resolved the issue. The patient was stable. The patient survived explant.

Manufacturer narrative:
The cause of fluid leak was unable to be determined as limited clinical details were provided and no product was returned for review. This MDR is submitted to correct information previously reported in d6a (implantation day, month and year) and d6b (explantation day, month and year).